Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: thoracic burst fracture procedure: percutaneous interbody fusion it was reported that during surgery, the extender didn't release the tab of the screw. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual review confirmed the instrument is bent near the start of the mas tab retention area. The nature of the deformation is consistent with bend stress overload.